Event description:
A customer reported lower than expected vitros phyt results were obtained from two proficiency samples processed on a vitros 5600 integrated system. Chm01 vitros phyt result <3.0 versus expected 5.66 ug/ml. Chm08 vitros phyt result <3.0 versus expected 10.79 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were recovered from two proficiency sample processed on a vitros 5600 integrated system. The root cause of this event is user error due to inappropriate sample dilution. The instrument operated as intended. There was no evidence that an instrument or reagent related issue contributed to the event.